Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during basal delivery and the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.